Event description:
This is filed to report mitral stenosis and tachycardia it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 5mmhg. One clip was successfully implanted, reducing mr to a grade of 1. It was noted the gradient decreased to 4mmhg. On (B)(6) 2023, transesophageal echocardiography (tee) was performed, and it showed the patient¿s heart rate had increased and the mean pressure gradient increased to 12mmhg. The implanted clip was stable on the leaflets. For treatment, the patient was given beta blockers. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tachycardia cannot be determined. The reported mitral stenosis (ms) appears to be a cascading effect of the reported tachycardia. The reported tachycardia & ms are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported medication was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.